Event description:
An initial complaint was received via webform regarding the detached adc device. On (B)(6) 2022, the customer was contacted and stated they were provided treatment of juice, sugar, and food by non-healthcare professional for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0616akl8 has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.